Event description:
It was reported that the tissue pad detached and fell off into the patient during a lap hysterectomy. The pad was retrieved and a second like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.